Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device ran without user activation. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.